Event description:
It was reported that an anchor c screw in c4 migrated two months post-operatively. Revision surgery has occurred.

Manufacturer narrative:
A visual inspection was performed on the two screws and one cage which were returned for evaluation. It was found that one screw has a locking ring deformed and is separating from the screw. The screw head around the locking ring is also deformed and discolored. No anomalies were identified on the second screw and the cage had scratches on the top surface and screw marks / material damage on the peek portion of the cage indicating that the screw did not follow desired trajectory and/or the inserter was not used during inserting the screw. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for the subject catalog number, and no adverse trends were observed. It was reported that one anchor c screw at c3-c4 level migrated two months post-operatively. The initial surgery was performed on (B)(6) 2021 and the revision on (B)(6) 2022. There were no complications during the initial surgery. Information regarding screw insertion such as if inserter was used, what was the screw purchase in the bone, if the screw was inserted and locked per surgical technique was not provided. It is unknown if patient experienced a fall after initial surgery or if the surgeon is experienced with the anchor c system. X-ray images were not provided for review. The anchor c surgical technique was reviewed: note: ¿to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. The inserter may separate slightly from the cage throughout the procedure. A gap between the cage and inserter may result in improper seating of the screw. Prior to screw insertion, ensure the inserter is flush to the cage.¿ ¿screw is locked when the gold color and the black line are no longer visible. Caution: driving the black line beyond the indicated area may lead to screw and/ or cage deformation.¿ the visual inspection revealed a locking ring deformation on one of the returned screws indicating that this screw most likely did not lock into the cage as intended resulting in the screw migration post-op. The returned cage had scratches on the top surface and screw marks / material damage on the peek portion of the cage indicating that the screw did not follow desired trajectory and/or the inserter was not used during inserting the screw. The root cause of the reported event is most likely not using the inserter guide during the screw insertion which resulted in screw not properly inserted/locked into the implant and eventually screw migration.

Event description:
It was reported that an anchor c screw in c4 migrated two months post-operatively. Revision surgery has occurred.